Event description:
The customer called to report no delivery alarms and being hospitalized for high blood glucose levels. The customer stated that she changed the infusion set that day, but continued to get no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. Found several no delivery alarms in the history. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.